Manufacturer narrative:
(B) (4). The incident generator is not being returned for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the customer, the patient was being treated (lung) with rfa. The procedure lasted about an hour, went very smoothly and was completed successfully. Sometime later that day, the patient complained of pain from the thigh (where the pad had been placed) down to the feet. At that time, the radiologist suggested that it might possibly be a neuromuscular reaction. Sometime later, however, it was determined that the patient had developed an arterial clot in the left superficial femoral artery. The clot was taken care of the thrombolysis and a stent at the level where she had an ulcerated plaque. The patient had arterial disease. Also, she had undergone a previous procedure (possibly a tumor removal) on her thigh, at or near the pad site. Patient is doing fine now.